Event description:
A family member reported that the patient's blood glucose (bg) read "low" on the meter (below 1.1 mmol/l). The family member reported that the patient was treated with carbohydrates and bg returned to 7.2 mmol/l. The family member reported that he felt the insulin on board (iob) feature was not working correctly and that the issue may have been associated with the patient's low bg. He reported after the patient's bg was corrected, the patient was given additional carbohydrates and when the family member went to bolus with the pump the iob was not being subtracted from the suggested amount. The family member was advised on how the iob feature worked and he confirmed that he understood. Customer support concluded that the pump calculated the bolus correctly based on the carbohydrates the patient ate. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to end of pump use on (B)(6) 2011 showed that daily insulin delivery totals correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The ezcarb bolus feature was tested and was found to calculate the recommended bolus correctly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).